Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer and her sister reported via phone call that they were hospitalized due diabetic ketoacidosis as well as high blood glucose and coma on (B)(6) 2018 with blood glucose of unreadable but doctor stated he was over 900 mg/dl. Customer¿s blood glucose level was unreadable mg/dl at the time of incident and current blood glucose level was 253 mg/dl. Customer¿s other blood glucose level was 800 mg/dl. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. Customer was unconscious. Customer was declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.